Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and up buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test and displacement test or verify low reservoir alarm due to unresponsive button.

Event description:
It was reported that the insulin pump had keypad unresponsive. Customer's blood glucose level was unknown. Customer stated that the esc key was unresponsive. Customer also stated that the low reservoir alarm was present and it was not cancelled because the esc was unresponsive. Troubleshooting was performed. The insulin pump was returned for analysis.